Event description:
Chronic illness for over 10 years. Migraine, autoimmune, neutropenia, liver enzyme issues, bone density, inflammation, vestibular issues, ringing in ears, digestion, serous bone atrophy, hormone issues, food sensitivity, hair loss, anxiety, depression, numbness, tingling.